Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable pulse generator (ipg) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the manufacturer representative was contacted by a healthcare provider¿s (hcp) scheduler indicating the patient had been scheduled for an ipg replacement due to a malfunction of the pulse generator. It was noted the replacement was scheduled for (B)(6) 2017. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.